Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and perpetually reboots. The receiver was opened to download the log and confirmed the complaint. The reported event of the device ceased to function was confirmed via log review. A probable cause could not be determined via product.